Event description:
It was reported from the office of (B)(6) that a patient experienced an allergic reaction while using a silent nite appliance. Reportedly, the patient's tongue became swollen, and it was believed the patient was allergic to the material of the device. No additional information was provided regarding the circumstances surrounding the event.

Manufacturer narrative:
Once the investigation is completed, a supplemental report will be submitted. Manufacturer reference: (B)(6).